Event description:
It was reported during a da vinci si hysterectomy procedure that the megasuturecut needle driver instrument had frayed cables at the distal end. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the instrument had frayed cables at the distal end. The one grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit any damage. The cable segment stuck out at the wrist. The other cables at the wrist were not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.